Event description:
The customer states that, two axsym troponin-I adv reagent packs failed to open. The customer stated that the lid is detached from the packs, and the rubber stopper is still in the pack resulting in a probe crash. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is complete.